Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 510 (mg/dl). Customer changed infusion site and administered a correction bolus to treat bg levels; however, bg levels remained elevated, and the customer went to the emergency room (ER) as instructed by their health care provider (hcp). While in the ER, customer was treated with fluids and administered a bolus with the pump. Customer was released with a bg level of 278 (mg/dl) and reports that their bg levels have stabilized. System check with tandem technical support indicated pump was performing as intended.